Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. After resetting the system and letting it charge overnight, the patient side cart (psc) battery is fully charged and recognized. Fse restarted the system several times and tested the psc in stand alone mode. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, there were issues driving the patient side cart forward, with a message instructing to move the drive handle to manual and push. It was noted that on a previous occurrence the staff had been able to complete the case and that a subsequent power cycle cleared the issue until it recurred. It was also noted that for the current event the staff had already aborted to another system due to battery-related issues. There was no report of patient involvement or reported injury.